Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The scope was sampled twice. During the first sampling, the scope tested positive for >=10 <100 colony forming units (cfus) of pseudomonas aeruginosa. During the second sampling, the scope tested positive for >=10 <100 cfus of pseudomonas aeruginosa. It was not specified where this issue was discovered. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged with foreign objects which is a reportable event. This medical device report (MDR) is being submitted to capture the issue reported by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The specific steps taken during the pre-cleaning and manual cleaning process were not provided by the customer. For automated endoscope reprocessor (aer) treatment, a cantel medica medivators machine is used with isaclean detergent and isaspor (disinfectant). The scope is dried using clean towel/paper and then with blown filtered and clean air. The scope is then stored in a drying cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled and filtered. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). During the device evaluation, it was uncovered that the nozzle was clogged with foreign objects that resembled black rubber mixed with plastic fibers from a brush. The foreign material¿s origin was unable to be identified and was unable to be removed. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that switch one had a pinhole. It was also observed that the air/water cylinder had no color. It was observed that the forceps channel port was shaved. It was also observed that water tightness was lost due to a crack on the plug unit. It was observed that the scope connector cover unit had a stain. It was also observed that the scope connector case unit had corrosion due to water leakage. It was observed that the objective lens had a chip. It was also observed that the light guide lens had a crack. It was observed that the connecting tube had buckling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch box, grip, universal cord, and on the protector of the universal cord on the scope connector side. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.